Event description:
It was reported that during surgery, when the surgeon tried to insert oic peek using inserter, oic peek broke. Therefore, the surgeon removed broken oic peek. The surgeon changed oic peek to another implant and the operation was completed successfully.

Manufacturer narrative:
Methods: device history review; device inspection; complaint history review; risk assessment. Results: the peek size 9 mm - 4deg cage breakage during insertion is confirmed by visual inspection of the returned product. It was reported that all particles were removed from the patient and no harm was reported associated with this event. No anomalies were identified in the manufacturing records that may have led to the reported event. The surgical technique states that the cage must be inserted gently and progressively into the disc space and to ensure that the intervertebral space is accessible, the contralateral distractor is left in place during the cage placement. Previous complaints have stated that excessive impaction force, oversized implant, and inadequate discectomy/distraction are common causes of implant breakage. Deformation to the cage indicates that the fracture resulted from a cantilever load. Conclusion: the most likely cause of the breakage was application of cantilever force during insertion. However, the exact cause cannot be determined and is likely multifactorial in nature.

Event description:
It was reported that during surgery, when the surgeon tried to insert oic peek using inserter, oic peek broke. Therefore, the surgeon removed broken oic peek. The surgeon changed oic peek to another implant and the operation was completed successfully.